Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing rapid ventricular rates. It was also reported that the right ventricular (rv) his bundle lead exhibited possible undersensing and overpacing; high output and no pacing spikes in refractory periods and earlier. The rv lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.